Event description:
It was reported that the handpiece did not engage with the console. The procedure was continue with standard sharp debridement.

Manufacturer narrative:
The device was sent to our testing facility so a technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. The reported complaint could not be replicated during the evaluation; the device passed all functional and visual tests and no anomalies or problems were found.